Event description:
The device system delived lioresal.

Event description:
It was further reported the pump was implanted on (B)(6) 2014 to deliver 600ug of baclofen (2000ug /ml) by day. On (B)(6) 2014, the patient experienced low therapy efficiency and the dose was changed to 650ug of baclofen (2000ug /ml) by day. On (B)(6) 2014, there was a major spasticity crisis, ¿signs of lack¿s symptoms,¿and ¿purit.¿ there was no alarm or event on the pump report. The pump interrogation indicated normal state, no malfunction, no battery reset. The performed radio control of the catheter noted good continuity results but a slight kink. The dose was changed to 700ug of baclofen (2000ug /ml) by day. On (B)(6) 2014, there was no therapy efficiency again and an abdominal scanner showed a catheter¿s loop. It was also noted that a magnetic resonance imaging (MRI) scan had been performed at the beginning of the even some weeks after the pump implant. It was decided to change the catheter. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient had a surgical intervention specified as a "catheter change" performed in (B)(6) 2014. The cause of the change was not reported. The outcome of the event was unknown. The medication in the pump at the time of the event was not reported. There were no patient symptoms reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, explanted: (B)(6) 2014, product type catheter. (B)(4).